Manufacturer narrative:
Block e1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that during inspection, the device had a low energy. There was no patient or procedure involved.